Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to be clean and was returned half primed with the top slide pulled back and the bottom slide was in the initial position, leaving the sample notch exposed. Due to the condition of the returned device, functional testing was not performed. Therefore, the investigation is unconfirmed for the reported break issue as no break was noted on the received device. A definitive root cause for the reported break issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly broke. There was no reported patient injury.

Event description:
It was reported that during a prostate biopsy procedure, the device allegedly broke. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.